Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. The complaint for stenosis was unable to be confirmed due to unavailability of imagery or medical records. Due to unavailability of valve serial number, reviews of the DHR or lot history was unable to be performed. The presence of a manufacturing non-conformance was unable to be determined. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien family valves (sapien/sapien xt/sapien 3) are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from a number of factors, including pannus, calcification, support structure deformation (out-of-round configuration), trauma (cardia-pulmonary resuscitation, blunt chest trauma), endocarditis, prosthetic valve thrombosis, and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. In this case, due to insufficient information, a definitive root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Manufacturer narrative:
During a recent administrative review of h10 (related report numbers), it was identified that corrections were needed to update the related report number, which had been entered in h11 and should have been documented in h10.

Manufacturer narrative:
Investigation is ongoing. Article reference: ivert, torbjorn et al. "Endocarditis and other indications for open-heart surgery after a transcatheter aortic valve implant." Interdisciplinary cardiovascular and thoracic surgery vol. 40,8 (2025): ivaf173. Doi:10.1093/icvts/ivaf173.

Event description:
Through review of medical article "endocarditis and other indications for open-heart surgery after transcatheter aortic valve implantation", corresponding author dr. Ivert, the following event was identified as pertaining to an edwards device: one patient with an unknown sapien valve in the aortic position developed prosthesis stenosis approximately two years post-procedure. Heart surgery was performed.